Manufacturer narrative:
.

Event description:
The hcp reported the patient experienced intermittent right leg cramping. Dystonia, dyskinesia and pain. Further investigation revealed a short circuit depleted the neurostimulator prematurely. Impedances on electrodes 0 and 1 were 59 ohms. The neurostimulator and one extension were replaced; impedances still indicated a short circuit (58 ohms and 301 ua). The representative programmed around the electrodes, using electrodes 2 and 3 instead.